Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited failure to capture, noise oversensing, r-wave amplitude variation and low impedance measurements. The rv lead was capped and replaced on 15 mar 2024. The patient was in stable condition.